Event description:
On (B)(6) 2022, a spontaneous report was received from a consumer regarding an (B)(6) year old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On (B)(6) 2022, additional information was received from a consumer, and based on the information provided, amoxicillin 500 mg was added as co-suspect. Medical history and concomitant products were not reported. On an unreported date, the consumer started use of playtex sport plastic tampons, fresh scent. On (B)(6) 2022, the consumer started treatment with amoxicillin 500 mg at an unreported dose, route, and frequency of administration. On (B)(6) 2022, after starting use of playtex sport plastic, unscented, the top part of the tampon broke off inside the consumer, and she got "so sick" and was feeling nauseous. She tried to remove the rest of the product; she thought she got it all, but she missed pieces, and the nausea continued. On (B)(6) 2022, she went to the ER (emergency room), where a pelvic exam was performed and an unspecified swab was taken (results not reported). The doctor flushed out the rest of the tampon. Subsequently, the consumer was placed on amoxicillin 500 mg. She continued to experience nausea and began experiencing diarrhea, which she thought were due to amoxicillin. On (B)(6) 2022, the patient had a follow-up visit, and she was placed on a different antibiotic, further specified as clindamycin. Subsequently, on an unspecified date in (B)(6) 2022, diarrhea resolved. Additionally, on an unspecified date(s) in (B)(6) 2022, the consumer was missing school, because she was still not well, she was nauseous, her stomach hurt, and she experienced a headache. On (B)(6) 2022, the consumer had an appointment with her gynecologist. On (B)(6) 2022 (reported as the upcoming monday, relative to (B)(6) 2022), the consumer had an ultrasound, which was "good" (not further clarified). On an unspecified date(s) in (B)(6) 2022, the consumer had a urine test, which came back negative for bacteria, and she was "feeling better." As of (B)(6) 2022, the status of playtex sport plastic tampons, fresh scent use was not reported, and the status of nausea, stomach hurt, and headache were not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.